Event description:
The customer observed a falsely elevated architect troponin result generated on an architect i1000sr analyzer for a 73-year-old male patient. Sid (B)(6), initial result on another analyzer (B)(6) = 30 ng/l, repeat result on (B)(6) = 30 ng/l, repeat on (B)(6) = 66 ng/l and 50 ng/l. The customer¿s reference range is 0-30 ng/l there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.

Manufacturer narrative:
A complaint investigation was conducted for the architect stat troponin-I reagent lot 85694un25 to address the customer¿s observation of falsely elevated results. Review of tracking and trending data for the architect stat troponin-I assay lot 85694un25 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Historical performance of lot for lot 85694un25 was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot for lot 85694un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot for lot 85694un25. Labeling was reviewed and found to adequately address the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the architect stat troponin-I reagent lot 85694un25.

Event description:
The customer observed a falsely elevated architect troponin result generated on an architect i1000sr analyzer for a 73-year-old male patient. Sid (B)(6) initial result on another analyzer (B)(6) = 30 ng/l, repeat result on (B)(6) = 30 ng/l, repeat on (B)(6) = 66 ng/l and 50 ng/l. The customer¿s reference range is 0-30 ng/l. There was no impact to patient management.